Event description:
The customer reported that the vertical column did not go up or down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the power supply.